Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased thresholds and was dislodged due to twiddling by the patient. The lv lead was explanted and replaced. Additionally, during the revision, the right ventricular (rv) and right atrial (ra) leads were discovered to have moved from their original positions. The rv and ra were also repositioned and both leads remain in use. No patient complications have been reported as a result of this event.